Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had pressure marks under the ECG electrodes due to the tightness of the garment. The areas were described as an itchy rash. During a follow-up, the patient reported that he received a prescription salve (betagalen) but that the irritation was still itchy. Multiple attempts to follow up with the patient on the final condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown at this time.